Manufacturer narrative:
Samples were not returned to MFR for eval. Two issues have been identified that may have contributed to this issue. First issue was dimensional fit between adapter and tubing. Second issue was assembly technique. Following corrective actions will be implemented to address these issues: 1) mfg has implemented a leak test to this engagement. 2) tubing MFR has extruded tubing on larger end of specifications to increase bond integrity and strength. 3) all employees have been made aware of this issue, and have been retrained on proper solvent bonding techniques. 4) dimensions of lower port on adapter will be modified and qualified to increase interference between adapter and tubing.

Event description:
Four sets that were used either leaked or allowed air-in-line at the lower adapter.